Event description:
This is an initial report that describes a frost on the shaft event during a calf desmoid cryoablation case. Two needles were used during the procedure. During the freeze cycle, the treating team noticed frost collecting on the needle shaft. The patient's skin was protected during the case. The case was completed with no reported injury to the patient. The reported defective needle was sent back to the manufacturer for investigation.

Manufacturer narrative:
Needle #1 was returned and tested, and the reported frost on the shaft malfunction was confirmed upon investigation. The shaft temperature was found to be below specification, and ice formed along the entire sleeve. The root cause was identified as insufficient vacuum insulation of the sleeves. No soldering gaps, soldering flux or corrosive signs were seen on the sleeve's external surfaces. The needle lot manufacturing records were reviewed, and no related deviations were found within the needle batch.

Event description:
It was initially reported that a single needle would be returned. However, both needles used during the cryoablation case were returned for manufacturer for investigation. This is a follow-up MDR to document the manufacturer's investigation of needle #1. Please see MDR # 9616793-2020-00021 for the second needle used during this case.